Manufacturer narrative:
Report date: 03jan2019. Date received by manufacturer: 02jan2019. The manufacturer¿s international service technician could not duplicate the reported issue. However, the occurrence of an error code was confirmed from the device diagnostic logs. The manufacturer¿s international service technician replaced the power management (pm) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 14dec2018. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ¿check vent: oxygen device failed" displayed. There was no patient involvement. The event date was not specified; estimate used.